Manufacturer narrative:
Additional narrative: patient's date of birth is an unknown date in 1961. Device is not distributed in the united states, but is similar to device marketed in the USA. Part: 03.628.105. Lot: 8217099. Manufacturing site: (B)(4) release to warehouse date: december 19, 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the clampholder was received at us customer quality (cq). Visual inspection of the complaint device showed the flange was bent out of position. Functional test: a functional assessment was performed on the complaint device and the returned mating device. Upon attaching the mating device to the complaint device, the mating device was able to be easily removed by hand. When the flange was pushed in, it clicked with the mating device and then the mating device was unable to be removed by hand. The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the flange was bent which caused the complaint device to not be able to securely hold the mating device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, two (2) screws were placed on the left side of the patient. Both fracture clamps and the rod were inserted. In the surgical step when the cap with cap guide was inserted into the fracture clamp holder and the cap guide with insertion pliers (with ratchet mechanism) supported the last 20mm, the fracture clamp holder detached from the implant (fracture clamp) four (4) times in a row. The same device malfunctioned four (4) times in one (1) procedure (the same procedure). This report is for a clamp holder. This is report 2 of 2 for (B)(4).